Manufacturer narrative:
(B)(4). The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. Visual inspection revealed that the packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. Deformation of the packaging was also observed. The sterile barrier of the returned sample was compromised due to the packaging damage. A device history record review was performed, and no relevant findings were identified. The sterile barrier of the returned sample is compromised due to the packaging damage. CAPA has been previously opened as part of further investigation initiated under teleflex's quality system. Root cause is identified in CAPA. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during incoming inspection, the package was found "broken". This involved (B)(4) pieces. All defects found during the same inspection at the same time. The outer box was not damaged.

Event description:
It was reported that during incoming inspection, the package was found "broken". This involved (B)(4) pieces. All defects found during the same inspection at the same time. The outer box was not damaged.

Manufacturer narrative:
(B)(4). The reported complaint of failure mode "broken package - sterility compromised" could be confirmed with picture attached. However, the physical sample was not returned to perform a proper investigation and determinate the root cause & corrective actions. A visual inspection of (B)(4) staplers taken from the current production from part number 528235 visistat 35w 6/box lot# 73d2300318 was performed and the reported issue reported "broken package - sterility compromised" was not observed in the current manufacturing process. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during incoming inspection, the package was found "broken". This involved 198 pieces. All defects found during the same inspection at the same time. The outer box was not damaged.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.